Manufacturer narrative:
An event of paravalvular leak and patient death due to cardiac arrest was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2648612-2019-00100. On (B)(6) 2015, the patient underwent a mitral valve replacement and concomitant aortic valve replacement for rheumatic mitral valve and tricuspid valve union disease. During a follow-up on (B)(6) 2016, it was identified the patient died of cardiac arrest. The patient had experienced paravalvular leakage. No additional information was available.